Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism extended and deformed. Visual inspection found dried body fluid around the helix.subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis determined the helix damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead was exhibiting elevated threshold measurements and no capture. Fluoroscopy identified the lead had dislodged. Repositioning was not successful as the helix looked to be over extended and stretched with tissue entwined in. The lead was explanted and replaced. No additional adverse patient effects were reported.